Event description:
A 14 x 3 z-med (balloon catheter) was deployed using a palmaz 308 stent. The balloon burst at 6 atm. A second attempt was made using a 12x3 z-med ii. The balloon was inflated three times to the maximum pressure of 10 atm. The third inflation held at 10 atm for aprox 8-10 seconds. When deflating and removing the balloon, it was noticed that the balloon had ruptured circumferencially. The distal portion of the balloon fragment became detached and traveled to the iliac artery. Pt taken to or and the balloon fragment was removed via a 3-4cm superficial femoral artery cutdown. The pt suffered no adverse effect as a result of this occurrence.